Event description:
User facility mandatory medwatch received that stated: "starting in 2006, the pca pump was in use delivering morphine to the pt. The medication order was changed to dilaudid on the event day, & the pump was cleared & a new program entered. When the pt became overly sedated it was discovered that the "delivery rate" was set to 2.0mg of dilaudid instead of the 0.2mg as ordered. The program that was set by the nurse was verified by 2 other nurses & the nurse believes that 0.2mg was programmed in correctly as the delivery rate." Upon further query the following info was provided. The customer reported the rate independently changed resulting in the pt receiving more medication than intended. At an unspecified time, the device was programmed to deliver dilaudid 0.2mgml, in pca+continuous mode with 0.2mg/hr continuous rate, 0.3mg loading dose, 0.2mg pca dose, 10 minute pt lockout, 2mg 1 hour limit and 30 ml container size. The programming was verified to be correct by 3 nurses. At 1355, the physician found the pt "quite sedated." The customer contact stated a review of device programming by the staff showed the continuous rate was 2mg/hr instead of the intended 0.2mg/hr. The nurses were "positive" the device was programmed correctly & "feel" the device independently changed the rate. The delivery was stopped & the pt was transferred to the critical care unit for observation. No medical interventions were required. There was no reported adverse pt sequelae. The customer reported that pt is "fine." The customer believes the pt's hospitalization was prolonged. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.